Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced e-100 generator control cable and verified functionality of cut and cautery with vessel seal extend test instrument. The system was tested and verified as ready for use. The affected e-100 generator control cable involved with this complaint is a field scrap item and will not be returning to isi for further investigation. No image or video clip for the reported event was submitted to isi for review. A review of the site's system logs for the reported procedure date was conducted by regulatory post market surveillance. Investigation revealed the following possible related system errors: error code: 25920 erbe energy activation halted by an instrument or instrument cable connected to the upper bipolar port on the erbe while sealing with a vessel sealer instrument. Additional log reviews confirmed that system (B)(4) was used on (B)(6) 2022 for a sleeve gastrectomy procedure. This complaint is considered a reportable event due to the following conclusion: the e-100 generator was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup integrated electrosurgical generator unit. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the isi technical support engineer (tse) and reported an issue with e-100 generator during the procedure. The site had completed procedure with vessel sealer instrument connected to erbe generator. The site was getting a message to check the cord connections and had no lights on the e-100 generator for the instrument. The csr did confirm the instrument was not on the arm. The tse advised the csr that the instrument needed to be on the arm for the lights to light up. The procedure was completed with no reported injury. The csr later contacted the tse and reported that they had followed tse's recommendations and the issue persisted. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue happened during sleeve gastrectomy procedure .the procedure was completed with integrated electrosurgical generator unit (iesu). No injury/harm to the patient.